Event description:
The customer reported via phone call that she is in the hospital right now and when they put the pump back on, her blood glucose goes high. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer treated with the pump and a manual injection. Customer was admitted on (B)(6) 2015. Customer felt sick and could not get her blood glucose to go down. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.